Event description:
The patient suffered from multiple traumas and respiratory failure, so a ventilator was used for respiratory support. After about one hour of use, alarms for low tidal volume and low minute volume were triggered.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, (B)(4) from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). The report by hospital says: the patient suffered from multiple traumas and respiratory failure, so a ventilator was used for respiratory support. After about one hour of use, alarms for low tidal volume and low minute volume were triggered. The medical staff used a simple respirator to maintain ventilation and replaced the affected ventilator immediately. Since the incident was discovered and handled in a timely manner, no serious injury was caused to the patient.the department then stopped using the affected ventilator and reported the incident to the equipment maintenance center for repair." The hospital reported the incident in an untruthful manner. In fact, alarm code tf5507 (fault in air take of the air valve/oxygen valve) appeared when the device was being turned on. Later, our agent sent an engineer to the site for inspection, and the device got back to normal after the solenoid valve mixer (namely the intake valve) and the mixer block sintered disk were replaced. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
The patient suffered from multiple traumas and respiratory failure, so a ventilator was used for respiratory support. After about one hour of use, alarms for low tidal volume and low minute volume were triggered.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective mixer valve. In consequence (correction) mixer valve (pn394089) was replaced. There was no patient or user harm.